Event description:
The hospital staff administered external pacing to a patient using the device. The patient's ECG was not being monitored with the device. A different bedside monitor was attached to the patient for ECG monitoring. The device allegedly stopped pacing intermittently. There were no adverse affects to the patient reported as a result of the alleged malfunction.